Event description:
It was reported that the bd neoflon¿ IV cannula catheter tip was found split during use when withdrawing it. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about a split catheter tip . According to the customer's report, the hcp placed the catheter while adjusting the position of the catheter and the needle. After withdrawing the catheter, the catheter tip was found to be split." As the only a small amount of blood flashback was observed, the hcp moved the catheter position to establish an IV route but couldn¿t do it well and then withdrew the catheter. The hcp then found that the catheter tip was split. Bd needs to investigate whether the catheter tip has any defect or not. Ultrasonography, x-ray, and other tests were not performed.

Manufacturer narrative:
H6: investigation summary four photos and one used sample was received by our quality team for evaluation. From the returned photos, peelback was observed on the catheter. The sample was subjected to visual inspection and catheter peelback was observed. A device history record could not be evaluated as the lot number is unknown. A trend for the peelback issue has been identified for this product line. We have funded a project to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented. CAPA#81917 was issued to review the tubing material. H3 other text : see h10

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd neoflon¿ IV cannula catheter tip was found split during use when withdrawing it. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about a split catheter tip . According to the customer's report, the hcp placed the catheter while adjusting the position of the catheter and the needle. After withdrawing the catheter, the catheter tip was found to be split." As the only a small amount of blood flashback was observed, the hcp moved the catheter position to establish an IV route but couldn¿t do it well and then withdrew the catheter. The hcp then found that the catheter tip was split. Bd needs to investigate whether the catheter tip has any defect or not. Ultrasonography, x-ray, and other tests were not performed.